Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "presence of cystic nodular images", "signs of rupture of the left breast implant" and "diffusely echogenic lymph nodes". Later healthcare professional reported "inner silicone touched the patient". Later patient reported "rupture" and "inner silicone touched the patient". Patient underwent total capsulectomy. This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "presence of cystic nodular images", "signs of rupture of the left breast implant" and "diffusely echogenic lymph nodes". This record is for the left side. Device remains implanted.